Event description:
A peritoneal dialysis (pd) patient contact trish velez contacted fresenius technical support to report drain complication encountered/draining slowly. Message occurred in drain 1 of 3 (900ml of 1504ml) for multiple times tonight while patient was connected. Patient was not empty; the blue pin that is closest to the patient was not pushed in. Contact stated the pt has been constipated. Provided information. Referred to rn. Upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. Patient states that even though patient has been completing his treatments he is been having hard times in order to complete them since he feels constipated most of the times. Patient contact said that patient was prescribed with fiber so it can help with constipation. Also mentioned that the patient was diagnosed with 2 hernias below his bely about 2 weeks ago so they are looking in to that as well. This information was confirmed with nurse as well.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact (B)(6) contacted fresenius technical support to report drain complication encountered/draining slowly. Message occurred in drain 1 of 3 (900ml of 1504ml) for multiple times tonight while patient was connected. Patient was not empty; the blue pin that is closest to the patient was not pushed in. Contact stated the pt has been constipated. Provided information. Referred to rn. Upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. Patient states that even though patient has been completing his treatments he is been having hard times in order to complete them since he feels constipated most of the times. Patient contact said that patient was prescribed with fiber so it can help with constipation. Also mentioned that the patient was diagnosed with 2 hernias below his bely about 2 weeks ago so they are looking in to that as well. This information was confirmed with nurse as well.

Manufacturer narrative:
Correction: initial submission g3. Date received should have been 08/31/2023.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage there were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Safety clamp test passed. Valve actuation test passed. The teach pumps test passed. The patient sensor check passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact trish velez contacted fresenius technical support to report drain complication encountered/draining slowly. Message occurred in drain 1 of 3 (900ml of 1504ml) for multiple times tonight while patient was connected. Patient was not empty; the blue pin that is closest to the patient was not pushed in. Contact stated the pt has been constipated. Provided information. Referred to rn. Upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. Patient states that even though patient has been completing his treatments he is been having hard times in order to complete them since he feels constipated most of the times. Patient contact said that patient was prescribed with fiber so it can help with constipation. Also mentioned that the patient was diagnosed with 2 hernias below his bely about 2 weeks ago so they are looking in to that as well. This information was confirmed with nurse as well.

Event description:
A peritoneal dialysis (pd) patient contact (B)(6) contacted fresenius technical support to report drain complication encountered/draining slowly. Message occurred in drain 1 of 3 (900ml of 1504ml) for multiple times tonight while patient was connected. Patient was not empty; the blue pin that is closest to the patient was not pushed in. Contact stated the pt has been constipated. Provided information. Referred to rn. Upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. Patient states that even though patient has been completing his treatments he is been having hard times in order to complete them since he feels constipated most of the times. Patient contact said that patient was prescribed with fiber so it can help with constipation. Also mentioned that the patient was diagnosed with 2 hernias below his bely about 2 weeks ago so they are looking in to that as well. This information was confirmed with nurse as well.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of bilateral inguinal hernias. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the users¿ expectations. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation/exacerbation of the patient¿s inguinal hernia. Per the pdrn, the patient¿s bilateral inguinal hernia were not present prior to beginning pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.